Manufacturer narrative:
Method and conclusions. The aligners have been received by align technology inc on 9/28/2010. The reason they are not being evaluated is because it is known that on rare occasion, aligners may cause allergic reaction patients. This caution is also listed in the instructions for use provided with the device. In this case, the patient presented with symptoms of a possible allergica reaction after aligner use. The patient has a known history of anaphylaxis and allergic reaction leading to predisposition.

Event description:
The treating doctor called and reported this event of a possible allergic reaction to align on (B)(6) 2010. Patient with documented history of anaphylaxis started using invisalign system for treatment of malocclusion on (B)(6) 2010 and within 24-48 hours ((B)(6) 2010) noticed irritation to her cheeks and tongue. The doctor prescribed benadryl which seemed to alleviate the symptoms. After some time, the patient re-tried the aligners again and began to feel distressed due to a compromised airway. The patient stopped the use of aligners on (B)(6) 2010 and continue using the prescribed benadryl. This treatment helped with the patient's improvement. After a few days of not wearing aligners, the patient is significantly better. At present, the patient is fine per the treating doctor who saw her on (B)(6) 2010 and has discontinued all treatment. The doctor reported the event to align technology inc on (B)(6) 2010.